Manufacturer narrative:
One photo and one sample were received for evaluation. The photo, and the returned sample have a double cannula ¿ a second cannula epoxied to the exterior of the hub therefore failure mode is verified. A mis-assembly at the cannulation operation causes a double cannula. A needle misses the hub, and falls on to the adjacent needle on the rack. If the operator does not see it, the epoxy cures, and the second cannula sticks to the assembled needle. The dvt camera that inspects for epoxy may catch this defect if the defect is on the side facing the camera. It is essentially the responsibility of the assembly associate to monitor for these defects, correct the issue, and remove the affected needles. The defect reported did not exceed the specification limits. However, changes have been made to reduce the occurrence of a double cannula. It is still dependent on the operator to continuously monitor the assembly process for assembly issues. We will continue to provide coaching and feedback to them as we become aware of issues. The cannula assembly area on the nip lines has been modified to prevent mis-assembled cannula from accumulating, and possibly causing double cannulae. A device history record review was completed. One-hundred four visual inspections were performed on 5,200 parts with zero defects noted. No quality notifications were written for this batch, nor for the associated assembly batch.

Event description:
It was reported with the use of the bd bulk, non-sterile needle there was an issue with double needle.

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd¿ bulk, non-sterile needle there was an issue with double needle.